Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that high, out of range, high pacing lead impedance was observed. No other anomalies were noted. Patient will be brought into clinic for further evaluation and will continue to be monitored. No further information was provided.

Manufacturer narrative:
Correction: 'serious injury' should have been marked in follow-up 1 of manufacturer report number 2938836-2018-03597. Correction: 'device evaluation' should have been marked in follow-up 1 of manufacturer report number 2938836-2018-03597.

Manufacturer narrative:
A partial lead in two segments was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that high, out of range pacing lead impedance and high capture threshold was observed. Loss of capture was also noted. Patient was asymptomatic. Lead was explanted and replaced. During the procedure, patient had few seconds of asystole. Patient¿s condition was stable post-procedure.